Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately four months post implant of the implantable cardioverter defibrillator (ICD) and envelope, a site infection was suspected. The patient presented to the clinic for a device check and a small opening at the incision site was noted. The patient reported oozing from the site for approximately four days with yellowish discharge. The patient was started on antibiotics and the device remained in use. Additional information received reported that due to the patient's cachexia the device eroded through the lateral aspect of the incision which resulted in exposure of the device and explant of the system. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.